Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized for over 5 weeks due to diabetic ketoacidosis. Blood glucose values were not provided. System check could not be performed as the issues occurred in the past. No additional information was provided. Customer declined to provide additional information regarding the issue.